Event description:
Caller tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Case notes indicate patient is ">(B)(6)." It was unknown if the initial reporter sent report to the FDA.